Manufacturer narrative:
Complaint information: brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Lot: the customer reported three potential lots. 9112771, 8456074, 8377130 concomitant products: medical microclave cap mc100 and carefusion maxzero mz1000-7. (B)(4). Device evaluation the reported used device was returned for evaluation. Biomatter was found on the device and the extension tubes appeared to have been cut above the manifold. Unknown caps were returned secured on blue ad red hubs. A vertical crack along the hub wing was verified. Leak testing confirmed the white hub to leak via this crack. Investigation a review of documentation, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further risk reduction activities are required. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported the white hub on a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was found cracked on (B)(6) 2018. The device was inserted on (B)(6) 2018 and removed on (B)(6) 2018. A replacement device was inserted using the same insertion site. As reported, the patient did not experience any adverse effects due to this occurrence, however, required an additional procedure.